Event description:
Event description cpi received information that the rate sense port of this endotak endurance rx lead was capped one day post implant. The lead became disodged and the patient experienced loss of capture.